Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented to the clinic after showing the device in backup vvi. A device download was performed successfully and the device was restored. The patient will continue with regular follow-up.